Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customers complaint of component defective / damaged was verified by visual inspection. Inspection of the received sample shows that the silicone tubing connected to the upper pumping segment has a significant cut along the axis of the tubing and has separated from the upper pumping segment fitting. The lower segment was tested for fluid flow and there was no occlusion in the tubing. A device history record review for model 2426-0500 lot number 20103320 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue cannot be fully identified, however, based on the investigation of the sample, the probable cause of the failure observed in the sample is a component failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with leak with lot #20103320 regarding item #2420-0500. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material #: 2426-0500 batch/lot #: 20103320. It was reported that when IV pump was running maintenance fluids, when arrived to CT a very loud pop was heard and immediately after the IV fluids started squirting out. Verbatim: the IV pump was running maintenance fluids at 125 ml/hr. This was not a new order and maintenance fluids had been running for several hours. Shortly after arriving to CT, a very loud pop was heard and it was reported that everyone jumped. Immediately after the sound, IV fluids started squirting out of the top of the IV pump component and the pump was stopped right away. Upon opening the pump module, it could be seen (see below) that the top portion of the pump segment tubing had broken off (blue plastic portion).

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material #: 2426-0500 batch/lot #: 20103320. It was reported that when IV pump was running maintenance fluids, when arrived to CT a very loud pop was heard and immediately after the IV fluids started squirting out. Verbatim: the IV pump was running maintenance fluids at 125 ml/hr. This was not a new order and maintenance fluids had been running for several hours. Shortly after arriving to CT, a very loud pop was heard and it was reported that everyone jumped. Immediately after the sound, IV fluids started squirting out of the top of the IV pump component and the pump was stopped right away. Upon opening the pump module, it could be seen (see below) that the top portion of the pump segment tubing had broken off (blue plastic portion).